Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's wife found the patient passed out on the bed. He stated that the loss of consciousness was due to hypoglycemia from having taken too much insulin based on incorrect cgm readings (no cgm or bg values provided for this time frame). The wife called emergency medical services (ems) and the patient was treated with glucose tablets and an unspecified IV. His bg came up to a normal level and he refused to go to the hospital. At some point the cgm read 317 mg/dl and the bg was 266 mg/dl. The cgm read 292 mg/dl after being calibrated. Although the patient did not specify, it is presumed that these values were taken after the medical intervention was provided, based on the patient stating that he had passed out from hypoglycemia. At the time of the report he had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.